Event description:
It was reported that the 9800 system could not boot up, also the date and time were incorrectly set. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cmos battery was replaced and the software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.